Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation found the air/water tube blocked, foreign material, black particle was found and was retrieved from the nozzle. The customer reported issue was confirmed. Furthermore, the following defects during device inspection were noted: bending cover adhesive found worn. Bending angle in up direction , angulation does meet the standard value due to wear of angle wire . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device air/water channel was blocked, found during inspection. There was no patient harm, no user injury reported due to the event. Device evaluation found foreign objects, black foreign material found came out from the distal end. The air/water nozzle clogged with foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling and insufficient or incorrect reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection -inspection of the endoscope ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ inspection of the endoscopic system ¿inspection of the air-feeding function¿ ¿inspection of the objective lens cleaning function¿ the event can be prevented by following the instructions for use (IFU) which state: ¿reprocessing manual_ precleaning the endoscope and accessories -warning: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ flush the air/water channel with water and air_ caution: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ cleaning, disinfection, and sterilization procedures_ manual cleaning -clean the external surface_ ¿immerse the endoscope in the detergent solution.¿ ¿with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned¿ ¿ flush the air/water channel with detergent solution¿ ¿remove detergent solution from all channels¿ presoaking the endoscope ¿if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during reprocessing their evis lucera elite gastrointestinal videoscope air and water (a/w) channel blocked. Upon inspection and testing of the customer returned device, it was observed that the foreign objects come out of distal end and the air/water nozzle clogged with foreign material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.